Event description:
Material: 309646. Lot: 3305788. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: complaint received by phone call on 29-may-2024. When nurse went to draw medication, broken plastic was identified inside the syringe. Nurse identified this prior to use. No patient impact or adverse event. Sample is available to return: event date: (B)(6) 2024.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Post investigation findings revealed that the foreign matter was actually barrel / flange damaged, barrel cracked, stopper defective / damaged.

Manufacturer narrative:
(B)(4). Follow up report for correction. The event/product problem was incorrect in the initial MDR. Correct event/product problem is barrel / flange damaged, barrel cracked, stopper defective / damaged. One sample of a 5 ml ll syringe (p/n 309646 batch 3305788) was received and evaluated. The sample arrived in a torn package with a syringe severely damaged. The syringe presents a hole on the top of the barrel in the non-marking area. The plunger rod and the stopper present severe damage as well. The condition observed is non-conforming per product specification. No foreign matter was observed on the sample provided. The potential root cause for the damaged stopper and cracked/damaged barrel defects are associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3305788 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.